Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-aug-30. The rep met with the patient on (B)(6) 2017. The rep stated that the implantable neurostimulator (ins) was not shutting off as the patient initially believed to be the case. The patient needed additional education on using their recharger. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient stated that their ins shut off completely while sleeping on (B)(6) 2017 and on (B)(6) 2017. The patient is meeting with the rep on (B)(6) 2017 to interrogate the ins. The issue was not resolved at the time of the report but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.